Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown case, the devices leaked. Case was completed with 12mm trocar. No patient consequence.